Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-13922. It was reported that, following a car accident, the patient's leads had migrated, confirmed via x-ray. In turn surgical intervention was undertaken in (B)(6) 2021 wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.